Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the trial cages do not fit into the disk spaces. No additional information is available. This is report 4 of 6 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number, the device history records review could not be completed. The implemented investigation has confirmed that the submitted cages do not correspond with the specifications. The examination of the dimensions showed that the radii of the cages were selected too narrow so that the trial cages 396.931 ¿ 396.936 to not properly fit into the disk spaces. The reason for this fault can no longer be determined as the article does not have a lot number and therefore synthes is unable to check the production documents. It is apparent that the cage system has been produced prior to 2008 as it is made from (B)(4). The design had been adapted in 2008 and the material is ever since (B)(4). Synthes has not received similar complaints regarding these components made from (B)(4).